Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 010841 ¿ the dentist reported that 1 month after dental implant was installed in intraoral region #13, its non-osseointegration was observed. In addition, the patient presented bone type IV, the procedure of immediate load was performed and bone graft was done.